Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, on the lung parenchyma, though the handle was squeezed and the green button was pressed, the device fired and stopped halfway in the middle. Another device was used to complete the procedure. There was no patient injury.